Event description:
Recalled medtronic sprint fidelis lead. Required a complicated surgery in 2008 to remove sprint fidelis lead device and replace with a lead with a proven track record. Three days nurse monitored room after surgery. Severe anxiety and panic attacks from date received letter from medtronic in re: to problem and since surgery. It is my understanding that the medtronic sprint fidelis lead was not tested by the FDA before approval for use and relied on information provided to them by medtronic which was obviously not correct. The FDA has the nerve to approve a product to be implanted in a human being without requiring the most extensive testing possible by the FDA instead of relying on medtronic to be truthful about their testing of the product. Medtronic has consistently lied and been evasive when asked about the recall. No big deal they said. Under current treatment for adverse reactions. Dates of use: appx: 3 years, 2004 - 2008. Diagnosis: recall.